Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) ranging from 30-40 mg/dl. Bg was addressed with carbohydrates. Reportedly, the customer developed a high resistance to levemir insulin that was previously used. The customer was more sensitive to humalog insulin when the customer began using the pump. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.